Manufacturer narrative:
Additional information received confirming the entire coil was removed from the patient. When the coil did not come out of the plastic housing, x-ray was used to see where it was getting stuck. The coil and microcatheter were removed together and the case was completed by using additional azur coils. Tried to push the coil out of the housing on the back table, but it would not come out. The defective coil was discarded.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for return to the manufacturer for analysis. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the vascular embolization coil implant was used in a splenic embolization procedure when the coil unexpectedly detached without use of a detachment controller. When the pusher wire was removed, a small filament came out of the catheter. The pusher wire was removed and a wire was used to push it out but it would not advance through the catheter. Reportedly, the patient is stable and unaffected and the embolization procedure completed successfully.